Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is for the aortic root injury after implantation of a 29mm xt valve. This is one of two reports submitted for this article. Please reference 2015691-2019-04500. The dates of the events are unknown; however, according to the article the study period was from between june 2011 and august 2018. For this reason, the first day of the reported study period june 2011 was used as the occurrence date. The device status is unknown. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per article author, the event is related to severe annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: liu x, he y, zhu q, gao f, he w, yu l, zhou q, kong m, wang j. Supra-annular structure assessment for self-expanding transcatheter heart valve size selection in patients with bicuspid aortic valve. Catheter cardiovasc interv. 2018 apr 1;91(5):986-994. Doi: 10.1002/ccd.27467. Epub 2018 feb 5. Pmid: 29399947; pmcid: pmc5947734.

Event description:
Through the review of the medical article: "annular versus supra-annular sizing for tavi in bicuspid aortic valve stenosis". Corresponding author won-keun kim, the following events were identified: consecutive patients undergoing tavi for native aortic stenosis between (B)(6) 2011 and (B)(6) 2018 at a single center were analyzed retrospectively by the authors. The procedures were performed using balloon-expandable or self-expanding/mechanically expandable thv. Of all the devices used, two edwards valves were identified: sapien xt and sapien 3 in the article. The following events occurred during the study period: in 1 patient, a 26mm sapien xt valve embolized due to undersizing and malpositioning. In 1 patient with a 29mm sapien xt valve, an aortic root injury occurred due to severe calcification. No additional information was provided, including individual patient outcome and date of event.